Event description:
It was reported that at a one (1) year follow-up on a posterior lateral fusion, it was noted that two (2) 7.5mm s-lok screws were sheared off at the neck. The broken screws were removed.

Manufacturer narrative:
Device evaluation was not possible as product was not returned to the manufacturer. Review of manufacturing records was not possible as the part/lot identification was not available. Associated package insert lbl-pi-004 states under potential adverse effects: "7-device component fracture."